Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-09143, 2134265-2015-09144. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. While performing pullback, an error code 215 appeared. Thus, the motor drive unit 5 plus (mdu5+) could not perform automatic pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit failed the mdu-5 plus basic functional test. The probable root cause of failure is a defective clutch. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-09143, 2134265-2015-09144. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. While performing pullback, an error code 215 appeared. Thus, the motor drive unit 5 plus (mdu5+) could not perform automatic pullback. No patient complications were reported.